Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrosurgical generator has malfunction during use, error e433 occurs during startup. The issue occurred during unknown procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report was found to be a duplicate of an event already reported in 3003724334-2025-00584 and 3003724334-2025-00584. Should additional relevant information be received, it will be captured in that MFR number.